Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer had restored the image on the device after troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the 4k uhd lcd monitor had a no image problem. The customer reported that she couldn¿t change the sleep mode, it was grayed out. The screen lock was on. She went to menu, system configuration, screen lock, and turned the lock off. Then went to power save tab, turned off sleep mode. There was still no image, she is cabled 12g/sdi to cv-180. She selected port a, selected 12g sdi. There was now an image. The issue was found during preparation before use inspection for an unspecific. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that there is no image on the monitor due to an improper setting. The event can be detected/prevented by following the instructions for use: "6. Troubleshooting" in the oev321uh instruction manual (picture number: ra5183) describes what to do when the screen is locked and the image does not appear. Olympus will continue to monitor field performance for this device.